Manufacturer narrative:
Physio-control further determined that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy. The main keypad assembly had been replaced after the reported event took place but before the evaluation of the device for this reported issue. The main keypad had been replaced as part of a field action.

Event description:
Physio-control was notified that the customer submitted a voluntary medwatch (medsun) form (reference report number mw5092106). The customer reported that their device failed to deliver a shock to a patient. The customer advised that the device was in sync mode at the time of the event. The sync button was flashing, and the defibrillation therapy electrodes were properly placed, however the device failed to deliver a shock when the shock button was pressed. It was noted that the users were familiar with the sync function of the device. In this state defibrillation (automated, manual or synchronized cardioversion) therapy may not be able to be delivered. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
Physio-control was notified that the customer submitted a voluntary medwatch (medsun) form (reference report number mw5092106). The customer reported that their device failed to deliver a shock to a patient. The customer advised that the device was in sync mode at the time of the event. The sync button was flashing, and the defibrillation therapy electrodes were properly placed, however the device failed to deliver a shock when the shock button was pressed. It was noted that the users were familiar with the sync function of the device. In this state defibrillation (automated, manual or synchronized cardioversion) therapy may not be able to be delivered. This issue is patient related; however there was no adverse patient outcome reported by the customer.